Event description:
The customer reported the balloon became dislodged from the endoscope and they were unable to locate it during a procedure. It is unknown if there was patient harm or injury however it was confirmed there was a patient involved. The MFR medwatch report associated with this event was submitted on time under manufacturer report # 9614641 - 2022 - 00307. Upon review olympus is submitting the corresponding importer medwatch report.